Manufacturer narrative:
Product details (catalog/lot#) were unable to be obtained. Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by sterilmed, inc, or its employees that the report constitutes an admission that the product, sterilmed, inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with an unknown_sterilmed (quad catheter). The patient suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, a pericardial effusion was noticed. There were no visible signs on the patient. The pericardial effusion was confirmed by intracardiac echocardiography (ice) when checking for a pericardial effusion before going transseptal. The medical intervention provided was a pericardiocentesis and 140cc of fluid was removed. The patient was reported to be in stable condition. The physician thinks the rv catheter may have been on the free wall and punctured through the free wall of the rv. The rv catheter was not a bwi product but was a reprocessed quad catheter by sterilmed. Additional information was received. The physician¿s opinion on the cause of this adverse event is that it was due to the procedure. Patient remained stable at end of procedure. Patient stayed overnight. A transseptal puncture was not performed. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of steam pop. The event occurred while preparing for transseptal and doing preliminary study. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. The visitag module was not used.